Manufacturer narrative:
Block h6: device code 2921 captures the reportable event of jaws failed to close. Block h10: visual analysis of the returned device found the jaws were received in a closed position. The working length (jacket) was kinked/bent in several locations, including the distal end. The proximal section of the device was cut, and the proximal section was not returned. The cut section of the jacket was unraveled. The cut area appeared to have a clean cut made likely with an unknown tool. The outer diameter of the coil was measured and found within specification. The reported event was confirmed. The kinks in the jacket can cause friction between the wire and jacket at the kinked areas, resulting in issues. Opening and closing the jaws. With the jaws in an opened position and unable to close, the device can get stuck in the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lymph nodes near the trachea during an endobronchial ultrasound (ebus) with tissue acquisition procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the coredx biopsy forceps failed to close while inside the lymph node. As a result, the forceps couldn't be removed through the scope and from the patient. The handle of the forceps was cut and the scope was removed, leaving the forceps jaws within the lymph node. Another scope was inserted and endobronchial forceps were then used to remove the coredx forceps from the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lymph nodes near the trachea during an endobronchial ultrasound (ebus) with tissue acquisition procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the coredx biopsy forceps failed to close while inside the lymph node. As a result, the forceps couldn't be removed through the scope and from the patient. The handle of the forceps was cut and the scope was removed, leaving the forceps jaws within the lymph node. Another scope was inserted and endobronchial forceps were then used to remove the coredx forceps from the patient. No patient complications were reported as a result of this event.